Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance 1 - patient alert for rv.pace lead z > 3000 ohms on (B)(6) 2011 03:00:02. Weekly pacing measurement log data shows a gradual increase for min and max v.pace= 1648 to 3248 ohms peak between (B)(6) 2010 and (B)(6) 2012 sensing - oversensing 1 - vf=190 ms average v-cycle on (B)(6) 2012 14:45:36. Sensing - interference/noise ventricular short interval count v-sic=45 counts, in 0.04 day, on (B)(6) 2012 in the timeframe between 13:54:21 and 14:49:49.

Event description:
It was reported that the right ventricular lead has high pacing impedance and pacing threshold is moderately elevated. There is no pacing capture when the pacing voltage is at full output. The high voltage portion of the lead remains in use, the pacing portion has been capped and a new pacing lead has been placed. No patient complications have been reported as a result.